Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2011: (B)(6), diagnostic: colon sigmoide cancer, procedure: sigmoidectomy, staple line opened (B)(6) in the colon colonic anastomosis. (B)(6).

Manufacturer narrative:
(B)(4). There are not any specimens for return the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Event description:
It was reported that during a gastric procedure, the complications presented with the product are filtration of the staple line; in one case the staple line opened completely. During the surgery, the products works very good; the staple line form perfectly with good hemostasis; the problem occurs four or five days later causing a reoperation of the patient. Additional information being requested.